Event description:
The customer contact reported that while operating on ac power, the device powered off by itself without sounding an audible alarm tone. At 0945, line a of the device was programmed to deliver tpn and the delivery started. No specific programming parameters were provided. At 0955, the nurse noted that the device had powered off by itself without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).